Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) cse was not able to duplicate the problem and no error logs in the memory. The unit passed extended self testing.